Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Microscope inspection identified that the connector was in good condition. However, there were burn marks on fiber jacket, and the tip was degraded. Please note that fibers are consumable devices and degradation of the fiber is expected to occur through use of the fiber. Visual inspection identified that the fiber body was broken in two pieces, the connector was separated from the fiber body. Therefore, the reported event of detached connector was confirmed. The instructions for use (IFU) was reviewed. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber, return it to the supplier for replacement. In addition, the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that during preparation of the fiber for a lithotripsy procedure, the fiber detached from the connector. The fiber was replaced, and the procedure was completed without patient complications.

Event description:
It was reported that during preparation of the fiber for a lithotripsy procedure, the fiber detached from the connector. The fiber was replaced, and the procedure was completed without patient complications.